Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, needing settings adjustment. Customer did not provide how low bg was addressed. Customer consulted their healthcare provider who assisted with making adjustments to the customers pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.